Event description:
The customer reported that the system displayed an error message that said to shut the unit off and wait 10 seconds. This caused an unintended system shut down and reboot. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was recalibrated. The system was then found to be operating as intended.